Event description:
Through a review of records the customer reports a suspected allergic reaction to an arrow catheter. The following is reported: "november 13, 2018 had an aortic valve replacement. Was noted to have sudden profound hypotension refractory to vasopressors which responded to epinephrine. She did not have any reactive airways response or rash. She had been treated prior to the event with midazolam, fentanyl, propofol, rocuronium, transexamic acid, cefazolin and as well had the insertion of a central and arterial line. This lady did not ever have definitive testing to obtain the trigger for her anaphylaxis and has instead been labeled as allergies 1. Rocuronium causes anaphylaxis. 2. Cefazolin causes anaphylaxis. 3. Chlorhexidine cause anaphylaxis. 6. Keflex and anaphylaxis. Thus details not provided as unclear of trigger of anaphylaxis." Patient condition reported to be fine.

Manufacturer narrative:
Continuation of d11: amic acid, cefazolin. Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Because the product code was not known, two potential finished good codes were identified based upon additional information received from the sales representative. Based upon the event date, the associated potential lot numbers for each finished good was identified from the sales history of the customer. The device history records for both potential lots were reviewed. No relevant findings were identified to suggest a manufacturing related issue. The customer report did not confirm that the patient had an allergy to any substance contained within the teleflex catheter. A device history record review was performed on two potential finished good and lot numbers identified from sales history. No relevant findings were identified to suggest a manufacturing related issue. Without the device to evaluate and without a confirmed patient allergy, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Through a review of records the customer reports a suspected allergic reaction to an arrow catheter. The following is reported: on (B)(6) 2018 had an aortic valve replacement. Was noted to have sudden profound hypotension refractory to vasopressors which responded to epinephrine. She did not have any reactive airways response or rash. She had been treated prior to the event with midazolam, fentanyl, propofol, rocuronium, tranexamic acid, cefazolin and as well had the insertion of a central and arterial line. This lady did not ever have definitive testing to obtain the trigger for her anaphylaxis and has instead been labeled as allergies rocuronium causes anaphylaxis. Cefazolin causes anaphylaxis. Chlorhexidine cause anaphylaxis. Keflex and anaphylaxis. Thus details not provided as unclear of trigger of anaphylaxis." Patient condition reported to be fine.

Manufacturer narrative:
Concomitant medical products: amic acid, cefazolin (B)(4).